Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and treatment for the event were unknown. On an unknown date, the patient was hospitalized due to peritonitis. On an unreported date, during hospitalization, pd therapy was withdrawn. At the time of this report, the patient was recovered from the peritonitis. No additional information is available.